Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received. It came in a plastic ziploc bag. Visual inspection was performed. The plunger rod has two spots with embedded burnt resin. Each is about 1/32 long. Mold n9. Cavity21. This could happened during the syringe plunger rod molding process. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: lot# is unknown. A device history review could not be completed as no batch number was provided. Root cause description: this could happened during the syringe plunger rod molding process. Rationale: CAPA not required at this time.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip had foreign matter in the syringe. This was discovered before use. The following information was provided by the initial reporter: foreign matter in syringe. There's something black on the plunger.